Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the failure mode " burn marks on the c-cover", is assessed to be contact between the c-cover and an activated electrode. There is no indication that the failure was caused by a fire during use. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, that the bronchovideoscope distal end c-cover is burnt. There was no patient involvement.